Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any reported malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2015 her blood glucose and insulin history is as follows: time: 12:42 am; bg (mg/dl): 408. Time: 2:10 am; bg (mg/dl): 416; bolus (u): 3.0. Time: 3:32 am; bg (mg/dl): 396. Time: 4:10 am; bg (mg/dl): 390. Time: 5:09 am; bg (mg/dl): 343. Time: 6:13 am; bg (mg/dl): 284. Time: 7:35 am; bg (mg/dl): 271; bolus (u): 5.0. Time: 9:25 am; bg (mg/dl): 326. Time: 10:26 am; bg (mg/dl): 358. Time: 11:35 am; bg (mg/dl): 312. She went to the hospital and upon arrival she was diagnosed with diabetic ketoacidosis. They placed her on an intravenous therapy of fluids and insulin. She stays in the hospital before being released on (B)(6) 2015.